Event description:
Boston scientific rec'd info that pt presented after receiving two shocks while working in his garage. The pt was in sinus tachycardia at a rate of approx 140 bpm. The pt reported lying down to calm down and slow the rate. The programmed detection enhancements determined the rhythm to be a treatable rhythm, and inappropriate anti-tachycardia pacing and defibrillation therapy were delivered. The decision to treat was influenced by the fairfield oversensing on the atrial channel inaccurately making the atrial fibrillation rate threshold true. A boston scientific technical services consultant discussed the clinical observations with caller and some programming options. No other adverse events have been reported. This product issue will be updated if add'l info is rec'd.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the qualify documents confirmed a regular device mfg.